Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital due to exposure to an infectious disease. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a ICU patient, the arterial line of this pressure monitoring set with vamp adult came apart from the z-site without tugging, causing patient bleeding. No further information available. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Updated sections b5 (describe event or problem), d4 (device lot number) and h6 (component code, type of investigation, investigation findings, investigation conclusions). Three possible lot numbers were provided. The manufacturing records were reviewed for the three possible lots involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. (Lot: 66283795, mfg. Date: 02/04/2025, exp date: 02/04/2027). (Lot: 66104793, mfg. Date: 11/15/2024, exp date: 11/15/2026). (Lot: 66132523, mfg. Date: 11/22/2024, exp date: 11/22/2026). No product was returned for evaluation since it was discarded at hospital. Based on further engineering investigation and without return of the product, a definite root cause was unable to be determined. There are manufacturing controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during use with a ICU patient, the arterial line of this pressure monitoring set with vamp adult came apart from the z-site without tugging, causing minimal patient bleeding. No further information available. There was no allegation of patient injury. The device was not available for evaluation. Patient demographics unable to be obtained.